Event description:
Complainant had device implanted in 12/93. Her surgeon claimed that the device was approved by FDA in 2/93. Will need another operation, joint is splintering & can only open mouth half as wide as before. Rptr's health insurance claimed device was not FDA approved & would not cover coust of operation; device only approved as pre-ammendment.